Event description:
Boston scientific received information that this device experienced nonsustained episodes where there was noise present on the right ventricular (rv) which lead to pacing inhibition on this pacemaker dependant patient. The patient was asymptomatic as a result. The rv lead was programmed to less sensitive and the patient will be monitored for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.